Event description:
It was reported via remote transmission that the patient received eleven appropriate shocks for ventricular tachycardia (vt). A review of the remote transmission indicated that the right atrial (ra) lead exhibited possible undersensing during arrhythmic episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg, implantable cardioverter defibrillator (ICD), (B)(6) 2011. (B)(4).